Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 16 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. Indicated that 2161 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac058 met release specifications. As of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. A sample retain of the reported lot was tested and found to be within specifications. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac058 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac058 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) area technician operations manager (atom) reported that a lot of naturalyte had low conductivity. The atom reported that during setup the conductivity was 13.1 ms/cm. The machine alarmed low conductivity. The theoretical conductivity value setting on the machine was not reported and it is unknown how much lower the actual conductivity value was. No patients were treated with the lot. The atom did not know how many cases are affected. The atom stated they are using another lot of naturalyte and the conductivity reading was 13.6 ms/cm. Additional information was requested, however to date has not been provided.